Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of hi blood glucose test result. Expected fasting blood glucose test result range is 399 to 414 mg/dl. Customer observed symptoms of headache, intense thirst, and frequent urination. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 494 mg/dl and 496 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (only one result: meter is new): hi (B)(6) 2015 07:51 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose test result. Expected fasting blood glucose test result range is 399 to 414 mg/dl. Customer observed symptoms of headache, intense thirst, and frequent urination. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 494 mg/dl and 496 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (only one result; meter is new): 1:hi (B)(6) 2015 07:51pm. Adverse event not reported.